Event description:
It was reported that the patient presented for implantable cardioverter defibrillator (ICD) change due to device reaching elective replacement indicator (eri). Upon interrogation, the left ventricular lead exhibited inadequate capture. The left ventricular lead was capped and replaced during the procedure on (B)(6) 2022. The patient was stable.